Manufacturer narrative:
The pump passed the basic self test, error, occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. The pump was received with multiple alarms in the alarm history screen due to corrupted history file. No other alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received history check failed alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was 102 mg/dl at the time of incident. The customer's blood glucose was 318 mg/dl at the time of call. The customer stated that they will be treating the high blood glucose with manual injections. The customer stated that the insulin was squirting out during the prime process. The customer stated that the insulin continued to drip after letting go of the act button during the prime process. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The insulin pump will be returned for analysis.